Event description:
One 450cc mentor memorygel breast implant was received by the mentor failure analysis lab on october 10, 2023, with no accompanying information. The device was received with no complaint information attached or associated with an existing complaint. It could not be determined why this device was returned to mentor. However, the return of a prosthesis is characteristic of a removal and replacement surgery. During the device evaluation, a rupture and parallel striations were observed. As a result, this will be conservatively reported to FDA.

Manufacturer narrative:
Device evaluation summary: during the visual evaluation, the sm mpp gel 450cc breast implant was found to have a tear on the anterior view, measuring approximately 4.5 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).